Event description:
It was reported that on (B)(6) 2023, a 28 mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8597970) was implanted into a laa utilizing a 14f amplatzer torqvue delivery sheath. Sizing was performed via transesophageal echocardiogram (tee). The diameter of the landing zone of the laa was 23 x 23.5 mm. 1.5 hours after the procedure, while performing a routine echocardiogram, the amulet was observed to be detached and embolized in the left atrium. No obstruction of blood flow occurred. The device was then recaptured through the use of a goose neck and a long introducer. A replacement non-abbott device was implanted to treat the laa. The patient status was unknown. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. The device was received at abbott for investigation, which found that the device met visual and dimensional specifications. Information from field indicated that after the procedure, while performing a routine echocardiogram, the amulet was observed to be detached and embolized in the left atrium. There was no obstruction of blood flow occurred. Then, the device was recaptured through the use of a goose neck and a long introducer. A replacement non-abbott device was implanted to treat the laa. Based on the information received, the root cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28 mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8597970) was implanted into a laa utilizing a 14f amplatzer torqvue delivery sheath. Sizing was performed via transesophageal echocardiogram (tee). The diameter of the landing zone of the laa was 23 x 23.5 mm. 1.5 hours after the procedure, while performing a routine echocardiogram, the amulet was observed to be detached and embolized in the left atrium. No obstruction of blood flow occurred. The device was then recaptured through the use of a goose neck and a long introducer. A replacement non-abbott device (boston scientific watchmen flx) was implanted to treat the laa. The patient status is unknown. The patient remained hemodynamically stable throughout the procedures.